Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event and therapy dates are estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, a 3.5x18mm xience v stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. In (B)(6) of 2017, the patient started experiencing chest pain. On (B)(6) 2017, the patient was admitted to the hospital for unstable chest pain. Medication was provided and another stent was implanted in the 95% restenosed proximal lad. Reportedly, this was restenosis of the target lesion. The event resolved without sequela and on (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided regarding this device issue.